Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1 to resolve the issue. Isi has received the usm involved with the complaint; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted rectopexy surgical procedure, there was error 319 on universal surgical manipulator (usm) 1. The issue occurred after the anesthesia was performed. The error remained after the system power cycling. An intuitive surgical inc. (Isi) technical support engineer (tse) guided the customer to hard power cycle, but issue persisted. The tse confirmed the error was from axes controller spar (acs) / axes controller carriage (acc) board in usm 1. The customer stated that the surgery could not be done with three usms and that as there was no other davinci system available, the customer would convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port size did not have to be changed, and no additional ports had to be added. The patient was not injured.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the universal surgical manipulator (usm) associated with the customer-reported complaint. The unit was analyzed and was tested on an in-house system and passed in normal mode. The unit was also tested on a testing platform and failed the fiber, direction, and check all boards tests. The axes controller spar (acs) was swapped with a new one and the errors wen away. The original acs was reconnected, and the errors returned.